Event description:
This complaint was submitted with very limited info. It was reported that this event occurred in the surgery room. "During insertion, the guide wire has made a hole in the catheter with risk to make a hole in the blood vessel." Further info is unavailable for this event.

Manufacturer narrative:
(B)(4).